Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Event description:
Healthcare professional confirmed right side deflation and additionally reported "any creases", "particles in valve", and "yellowish in color." Device has been explanted and not replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation, crease/folding of implant, other-technical (particles in valve) was received on jun 29, 2021 with lot number: 2363174. Visual analysis of the returned device identified; fold creases, curved opening, yellow encapsulation. The leak test and microscopic analysis was performed which identified; wear abrasion, a curved sharp opening on posterior side in the same location of crease assessed as fold flaw opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening. The particles in valve reported by the physician was not observed. Additional, changed, and/or corrected data.

Event description:
Healthcare professional confirmed right side deflation and additionally reported "any creases", "particles in valve", and "yellowish in color." Device has been explanted.